Event description:
It was reported that prior to the start - pre-anesthesia of a da vinci-assisted ureteral reimplantation surgical procedure, arm 2 had reported several error 22028 prior to docking to patient. As customer had tried to recover the issue, with power cycling and with recovering the issue, the only option they were left with was to disable the armnet and to proceed with 3 arms. The system was on site and technical support engineer (tse) could review and found several issues related to the universal surgical manipulator (usm). Tse informed that the issue most likely will persist. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the issue occurred prior to docking during a ureteric reimplant procedure, causing approximately a 30-minute delay while the problem was assessed. Despite the delay, which added to an already late schedule, the staff agreed to stay and complete the case. The total operative time was 1 hour and 42 minutes. The reporter stated that there were no intraoperative or postoperative complications for the patient, as the case was safely completed using three arms.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed, which indicates that the device may have contributed to the customer reported issue. The fse replaced the affected universal surgical manipulator (usm) to resolved the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The system logs recorded error 23007 on axis 3 confirming the fault occurred on the field. The usm was tested on an in-house system in normal mode with no triggered errors. The usm was also tested on a patient side cart fixture test platform (pftp) where all test passed. No signs of damage were found during visual inspection. The event was confirmed based on error log review; however the issue was not able to be replicated during in-house testing. A potential root cause for this failure can be attributed to a fault of the chipencoder virtual absolute (cva) printed circuit assembly (pca).